Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) would not hold a charge. It was also mentioned that the spinal cord stimulation (scs) lead had inadequate paddle placement from the original implant. The patient underwent an scs system replacement procedure and was doing well postoperatively. The explanted components were not released by the facility.